Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the doctor used an angio-seal device to stop the bleeding after a renal artery examination. After 24 hours of hemostasis, there was no abnormality. After the patient was discharged, less than three days, there was a hematoma in the wound. The area was very large (greater than 6cm). Later, surgical treatment was performed. A pseudoaneurysm was formed in the artery. About 3000 cc of blood clots were removed. No anchor and collagen were found during the operation. The doctor said that because the patient's blood pressure is always higher than 190, the patient can only rely on drugs to control. The patient did not have dialysis during the period when the hematoma occurred, so it can be ruled out that the hematoma was caused by dialysis. There was no calcification in the puncture site. During the occurrence of hematoma, the patient's blood pressure dropped from 190 to 110. After the blood clots were removed, the patient suffered a stroke. The doctor believes that the patient suffered an acute stroke due to unstable blood pressure. The blood loss was greater than 250cc's.